Event description:
The user facility reported that during a therapeutic esophagogastroduodenoscopy, as an olympus endoscope was being advanced inside the pt, the image became distorted and the view was obstructed. The users elected to utilize a different, but similar endoscope, olympus videoscope cable, and the subject video processor to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility regarding this reported event. The user facility stated to have attributed the image difficulty to the video processor. However, the subject device was not returned to olympus for eval. The cause of the users' experience cannot be conclusively determined at this time. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.